Event description:
It was reported to boston scientific corp in 2008, that a one step button enteral feeding device was used for an initial placement procedure. According to the complainant, when the catheter was being pulled to place the button, difficulty was experienced pulling the catheter when 15cm remained inside the pt. The catheter material felt soft at about 10 cm from the button. No further visual anomalies were reported, and the catheter did not look stretched. The procedure was completed with the device. No pt complications were reported as a result of this issue.

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for eval, it has not been received. The device eval has not been performed; the cause of the reported event is undetermined.